Event description:
It was reported that cgm displayed error message 42 and interrupted sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support walked customer through pump reset, cgm error did not recur, sensor session was successfully started, and customer was advised to call again if issue happened again, which customer acknowledged and understood.